Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic gastric sleeve, leak was shown. The surgeon fixed with manual suture and did the methylene blue test and it was okay. After 10 days, the leak reappeared at the immediate portion below the manual suture. Two surgeries were done after the first one. The patient is now with a stent for the leak. The patient hospitalization was extended for 1 month.